Event description:
I had cataract removal on (B)(6) 2014 and had a crystal lens implanted. It cost me (B)(6) for the accommodating lens implanted. It has never accommodated my vision to see near or have intermediate vision. I see distance only and it is blurry. I want to report this crystal lens because it does not work.